Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: the product was not returned to depuy synthes for evaluation, however a photo was provided. Visual inspection of the returned photo found that the device is shown in used condition. The white sleeve was found cut at the tip. No other anomalies were found. The overall complaint was confirmed as the observed condition of the truespan 12 degree peek would have contributed to the complained device issue.¿ based on the investigation findings, the potential cause for the sleeve condition could be traced to failure to use a malleable graft retractor. As per IFU, during needle insertion use a malleable graft retractor or slotted cannula to prevent the needle from catching on or damaging soft tissue. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. There was no non conformance regarding this lot.

Event description:
It was reported that during service and evaluation, it was determined that the truespan 12 degree peek device was cracked. It was reported in the service order that the device was damaged and was only noticed once it was placed in the knee. It was unknown when the event occurred. There were no reports of delays to a surgical procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.